Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the ptfe pad was partially separated. There was a contact mark of the probe and jaw. The subject device was presumably used in a procedure due to the condition of the device. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears and deformed, and the pad separates from the ptfe pad wore and became thin, the probe and grasping section became contacting each other, and the scratches indicating that the probe and grasping section were in contact with each other were made. Due to the contact during activating output, some error displayed. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (included after the tissue separated). The description in the instruction manual is cited below. Do not activate output for an extended period while the grasping section is closed without contacting tissue. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user was preparing the device for an operation, after a few applications the ptfe pad was burnt and peeled off partially, resulting in "u510 - ultrasonic frequency error." No fragment fell off. The procedure was completed and no patient was injured during the incident.